Event description:
On (B)(6), 2024, senseonics was made aware of an incident where the hcp failed to remove the user's sensor on the first attempt.

Manufacturer narrative:
Despite multiple follow up attempts with the user, the removal status of the sensor could not be confirmed. No further investigation is required.